Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect by two minutes. Allegedly, the customer set the time incorrectly. Customer's blood glucose was 210 mg/dl. Customer corrected the time and resumed insulin therapy.